Event description:
It was reported that the belt slips. No other details regarding the nature of this event were provided. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. This pimp was mfg using a first generation main bearing which is known to leak grease. European service rep serviced the pump and no product was returned for further eval. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.